Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient "went unconscious" while wearing the pod between 4 and 24 hours on the abdomen and was taken to the emergency room (ER). When arrived at ER, blood glucose was measured between 20 to 25 mg/dl. No specifics on treatment were provided as patient "could not remember." The pod had been discarded, prior to being reported, and is not available for return. Prior to event, patient had administered an 11 unit bolus of insulin in preparation for eating a meal. Patient made it known that he was in "pretty good control of bgs" and "a1c [is] 5.6." Patient stated he has no issues with calculating carbohydrates in order to determine bolus to be delivered.